Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for unspecified bacteria (2cfu/endoscope) but satisfied the (B)(6) guideline. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, all channels of the subject device tested (B)(6) for (B)(6) (21 cfu/endoscope in total). In the additional microbiological tests by the facility following high level disinfection, the channels tested (B)(6) for unspecified bacteria. The subject device had been reprocessed using an olympus automated reprocessor (etd-3, not available in the USA) with peracetic acid. There was no report of infection associated with this report.